Manufacturer narrative:
Beckman coulter service engineer was dispatched. Beckman coulter service engineer confirmed the reagent probe a leaked into the reagent carousel and the cause was due to the wash collar valve. Service replaced the valve and that resolved the issue with the leak. The software version of the instrument is 5.4.08. (B)(4).

Event description:
Customer reported to beckman coulter customer technical support a leak in the reagent carousel of their unicel dxc 800 synchron system. Customer stated that there were no reports of erroneous results generated. No reports of injury. Customer was exposed to the leak. Customer was not wearing their personal protective equipment.